Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were beeps coming from the controller. It was also reported that the controller was failing to beep when switching from one battery to the other. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnection involving several batteries. Momentary disconnections will result in an audible tone when the battery reconnects. As a result, the reported controller beeps event was confirmed. However, the controller was able to beep when switching from one battery to another, thus not confirming the reported "failing to beep when switching power source" event. The most likely root cause of the reported beeping event can be attributed to momentary disconnections between the controller and battery. There is an internal investigation for momentary disconnections.